Event description:
It was reported that during a procedure the 2.75x38 mm rx xience xpedition stent delivery system (sds) was advanced onto the guide wire and outside of the patient anatomy, the sds became trapped. The sds was replaced with another non-abbott stent without issue. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report, additional reported information indicates that resistance was felt with the winn 80 guide wire during advancement and withdrawal of the 2.75x38 mm rx xience xpedition sds outside of the patient anatomy. There was no adverse patient effect. The winn 80 guide wire was used successfully with the non-abbott stent without issue.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.